Manufacturer narrative:
Site initially reported hemolysis may be related to patient's underlying medical condition. No problem found with returned cartridges. No evidence of a device malfunction. Exact cause of the reported event is unknown. There is no evidence at this time to suggest a direct correlation between the reported event and the nxstage system one. If additional relevant information becomes available, a follow-up report will be submitted. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
Patient was on cvvh for about three days and therapy was discontinued due to suspected hemolysis, cause unknown. Patient received a blood transfusion, amount unknown; hb prior to transfusion 6.5. No other medical intervention was reported.